Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her dog chewed up her transmitter and she needs another one. Customer's blood glucose was 495 mg/dl at the time of the incident. Customer's blood glucose was almost 400 mg/dl. Customer stated that she has been giving herself a bolus with the pump but she has not been able to get her blood glucose to go down. Customer reported that she has a back-up plan available. Customer's blood glucose is rising. Customer was advised to take a manual injection to correct her high blood glucose of 495 mg/dl. Customer stated that she gave herself 30 units through a manual injection with a needle. Troubleshooting was performed. Customer stated she will call back to run the high pressure test. Customer's blood glucose was now reading as 467 mg/dl after the manual injection. Customer was advised to speak to her health care provider.